Event description:
A customer reported experiencing a past event of low blood glucose, with the lowest level recorded at 23 mg/dl. Cause was not known. Reportedly, the customer lost consciousness and their husband called an ambulance. Emts provided treatment via intravenous therapy to address the bg. The pump's control-iq feature was active during the event. Tandem technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this recommendation.